Manufacturer narrative:
The t:slim user guide states, "your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer went to the emergency room and was subsequently hospitalized after experiencing an elevated blood glucose (bg) level 546 (mg/dl), vomiting and diabetic ketoacidosis. Reportedly, an auto off alarm occurred while the customer was sleeping. Pump boluses were delivered and the customer resumed insulin prior to hospitalization to address bg levels. While hospitalized, the customer was treated with intravenous insulin and fluids then released the next day.